Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during suctioning of a patient with a smiths medical portex bivona flextend¿ tracheostomy tube, the connector lays on the patient's chest and is needing to be lifted. It was reported that by lifting the connector, this causes the tip of the cannula to strike the distal trachea. There were no reported adverse patient effects.

Manufacturer narrative:
Aware date updated from 11-22-2018 to 09-20-2018.